Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent continuous glucose monitor (cgm) error 42's. There was no reported adverse impact to the customer. Reportedly, customer successfully started a sensor session and the issue was resolved.